Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. Missing information was requested but not available at the time of this report .

Event description:
Patient developed pain and discomfort in right underarm one week after treatment. Diagnosed with abscess and prescribed antibiotics and pain medication; also was drained. Status as of report is healing and pain has subsided.